Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Technical services (ts) suggested applying a magnet to check for tones as troubleshooting. No tones when magnet was applied. It was noted that the patient was brought into clinic and a chest x-ray was performed. Device placement was confirmed. It was noted that this patient has a large body mass index. It was decided to continue to monitor. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted for premature battery depletion (pbd). A new s-ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Technical services (ts) suggested applying a magnet to check for tones as troubleshooting. No tones when magnet was applied. It was noted that the patient was brought into clinic and a chest x-ray was performed. Device placement was confirmed. It was noted that this patient has a large body mass index. It was decided to continue to monitor. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted for premature battery depletion (pbd). A new s-ICD was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.